Manufacturer narrative:
The product was not returned. Therefore, the serial number cannot be identified. Consumer name and contact information not provided. A company representative notified us that they received a consumer complaint alleging the explosion. Information not available. The product was not returned. Therefore, the manufacture date cannot be identified. Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
The consumer reported that the battery of their sonicare power toothbrush exploded and caught their bathroom on fire. No injuries were reported.